Event description:
It was reported that the strength of this balloon was weak; therefore, a revision surgery was performed to add saline to the component. There were no patient complications reported.